Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for parkinson's dual. It was reported that the patient was getting a CT scan for an unrelated issue that is not related to the patient¿s device or therapy, but they wanted to check for compatibility. It was reported that the patient does not use the ins. The implant was in the wrong place and since implant it has not helped. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.